Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached from the sensor pod. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.